Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 27-aug-2018 with the following findings: a review of the black box and alarm history showed evidence of a call service 064 alarm. The returned battery cap fit. The ez-prime steps were performed correctly with no call service alarms occurring. The pump cover was removed to find no moisture or intermittent conditions to the power printed circuit board.